Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator down arrow worked intermittently and the staff was unable to modify the settings. There was no patient involvement.